Manufacturer narrative:
The manufacturer previously reported a failure of the interface board and oxygen blending module. The interface board and oxygen blending module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was due to an open circuit to inductor (l1). The oxygen blending module was evaluated and was found to operate to design specifications.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.